Event description:
Oversensing was reported and the lead was explanted and replaced. There was also a report from the patient, stating the lead was "frayed" and shocked him several times. It was alleged that the lead was fractured. No further details were provided.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: lfj008126v distal conductor fractured; full lead returned.